Event description:
It was reported that this patient received one inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to double and triple counting of intrinsic signal. Technical services (ts) suggested a treadmill to test to access rhythm for reference template. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.